Event description:
The user facility reported a 68-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a 5.5 pump for support of a patient with multiple cardiac and systemic comorbidities. The 5.5 was placed but the access site bleeding prompted the team to adjust the anticoagulation and remove the heparin. The pump was later explanted and implanted with venoarterial extracorporeal membrane oxygenation (va-ECMO).

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
It was reported that the patient developed a small hematoma at the impella cutdown site so heparin was paused temporarily. The impella was to remained in place until heart transplant or durable lvad placement. The hematoma at the impella sit resolved after heparin was paused and the team attempted to restart but the hematoma came hack. The heparin was still paused with the plan to start slow.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding could not be determined since the product was not returned and enough clinical information was not provided. B.5 revised as this information was inadvertently omitted from manufacturer report number 1220648-2024-06105. D.4 revised model number from manufacturer report number 1220648-2024-06105 in accordance with updated procedures. D.6a and d.6b revised from manufacturer report number 1220648-2024-06105 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer report number 1220648-2024-06105 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer report number 1220648-2024-06105 was submitted. H.6 added codes 1884 and 4641 as they were inadvertently left off manufacturer report number 1220648-2024-06105. Code 925 was added in accordance with updated procedures since manufacturer report number 1220648-2024-06105 was submitted. H.10 additional manufacturer narrative instructions for use (ifus) were reported on manufacturer report number 1220648-2024-06105 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.